Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was taken to the emergency room by emergency medical services on (B)(6) 2024 for less than 24 hours due to hypoglycemia. Blood glucose at time of event was 37 mg/dl. At time of call user stated pump showed (B)(6) 2024 10:56am and was corrected to (B)(6) 2024 10:56am. User had initially called about a blank display and did not allege a blank display leading up to the hypoglycemic event. Customer stated programming was not accurate but not clear if it was just the time difference.

Event description:
It was reported to medtronic minimed that the customer experienced the blank display and low blood glucose. The customer reported a blood glucose value of 37 mg/dl. The customer reported hypoglycemia, treated with IV insulin drip (intravenous insulin infusion) and an ems/ambulance/ER visit. The event involved product(s) mmt-242a, mmt-332a, mmt-7040a, and mmt-1884l. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.